Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 09jul2019, date rec¿d by MFR : 01jul2019. The field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touch screen was replaced to address the reported issue. The unit was reported to be functional after this repair. The touch screen was received for failure investigation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Further investigation concluded that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.